Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a non-sustained rv oversensing episode was observed. Review of the episode revealed crosstalk. Patient was asymptomatic. No programming changes were made as the crosstalk was unable to be replicated. The patient will continue to be monitored.